Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "intracapsular rupture", "small periprosthetic fluid", "cystic formations" which are not device related and "enlarged lymph nodes with a reactive appearance". This record is for the right side. The device remains implanted.